Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the difficult to position/advance the clip introducer (ci) appears to be related to user technique/procedural circumstances. The inability to open and close the clip appear to be secondary effects to the difficulty positioning the ci. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the clip delivery system, the clip introducer (ci) was being advanced to cover the clip; however, the ci jumped forward and the clip was damaged. The clip would not close tight and would not open. The device was not used, so there was no patient involvement. There was no additional information provided which was related to this issue.